Event description:
Per the clinic, it was reported that there was no infection. However, the patient experienced an extrusion of the implanted device.

Event description:
Per the clinic, the recipient underwent a revision surgery on (B)(6) 2021. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the incision site. The implanted device remains. There are plans for the patient to undergo a revision surgery, however; this has yet to occur as of the date of this report.